Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 6.0cm was returned for analysis. Insulation abrasion was noted at 4.6cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.